Event description:
Pt underwent explantation of left breast prosthesis due to rupture. Prosthesis replaced. Right breast implanted replaced for symmetry though no identified problem with this implant.